Event description:
It was reported this unit will not connect. The event did not occur during surgery and there was no patient involvement. Upon device evaluation it was found the board was burned. No adverse event was reported. Diligence is complete.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cart was not connecting; the receiver board was burned. The receiver was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.